Event description:
The customer reported via phone call that the insulin pump sustained physical damage. The customer stated that the bottom plate of the insulin pump where the drive support cap was began coming loose. The customer did not know the blood glucose reading. He did not know how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.